Event description:
It was later reported that following explant the patient was "doing fine".

Manufacturer narrative:
Analysis of the pump (B)(4) revealed an alarm resonator anomaly, a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication, and a pump motor gear train anomaly involving a stall due to the shaft-bearing. The pump failed the alarm test with a reading of 69.3 db. Minimal specification is 70.0 db. The alarm waveform test was done and it yielded a peak to peak voltage of 6.88 v. The battery voltage during the test was 2.84 vdc. The peak to peak voltage during the test needs to be a least twice that of the peak to peak voltage, which it is. Residue and shaft wear were found on the upper shaft of gear one causing the motor to stall.

Event description:
It was reported that a motor stall with no recovery occurred. The patient experienced pain, however, it was reported that the patient was not injured. The pump was replaced. The device system was used to deliver sufenta and bupivacaine.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.